Event description:
The customer expressed concern about the function of the insulin pump. The customer stated that the insulin pump delivered more insulin than it was supposed to. The customer was able to catch it in time, and drink a soda. The customer stated that the insulin pump would not calibrate her food intake, therefore delivering more insulin than she needed. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.